Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used, during a sacroiliac and thoracolumbar procedure. It was reported, that the main cart was unable to power on. Pushing the power button would boot up the camera cart, but no lights would illuminate on the main cart. The system was found disconnected from wall power, when they arrived on site. There was no patient impact reported. And no delay. Disconnected system from wall power and from each other. Held down power buttons on each cart for 5-10 seconds. Reconnected carts together and to wall. Issue resolved.